Manufacturer narrative:
At the completion of the complaint investigation, based on the limited information received, the clinical evaluation was able to confirm the type 3a endoleak with complete component separation. The clinical evaluation confirmed what the physician reported and the presence of a type 3b endoleak could not be confirmed. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. Device codes updated.

Event description:
Additional information, on (B)(6) 2016 the physician confirmed a type 3a endoleak and implanted an additional infrarenal aortic extension as well as a suprarenal aortic extension to seal the leak. The patient is reported as doing well.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2013. Patient had three year follow up and computed tomography (CT) showed a type 3a endoleak and a type 3b endoleak. The physician is planning a secondary intervention. The patient is stable.